Event description:
N/a.

Manufacturer narrative:
An event with patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. Interventions were results from case-specific circumstances, as a pericardiocentesis was unsuccessfully performed leading to a surgical drainage. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using a 14f amulet delivery sheath. The procedure was completed successfully. Subsequently, a pericardial effusion and tamponade were reported. Pericardiocentesis was attempted but was unsuccessful. The tamponade was then managed successfully through surgical intervention by the cardiac surgery team.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.